Event description:
Meter had previously been in the wrong unit of measurement (mg/dl). The wrong unit of measurement was discovered when patient decided to test their relative (who does not have diabetes) and the result was '245'. Patient had misinterpreted the result as '24.5 mmol/l' and rushed patient's relative to the doctor's office. It was determined that patient's relative did not have diabetes. During troubleshooting, it was verified that the meter was previously set in the correct unit of measurement and that patient had not recently changed the units of measurement in the meter settings. The patient had contacted the emergency services, but did not receive any treatment. Based on the information provided, there is indication that the product has malfunctioned. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement. There is no information to suggest that the patient experienced injury due to the product.